Event description:
The customer contacted baxter's service center regarding an unrelated alarm, and during troubleshooting it was determined that the patient had reused his supplies. The hp stated that he disconnected from the machine, received the alarm, then reconnected, cycled the power to restart a new therapy, and stayed connected during prime. The baxter technical services representative (tsr) assisted to end therapy informed the hp to use manual bags and contact his registered nurse regarding the event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. All printed pouches for disposable products intended for single use are labeled with this device is intended for single use only.